Event description:
The patient reported that on the morning of (B)(6) 2011, she experienced elevated blood glucose (bg) of 531 mg/dl. There were no reported signs or symptoms of hyperglycemia. The patient stated that she gave correction boluses via the pump and her bg has gradually responded throughout the day. The patient's reported bg at the time of the call to animas customer support (cs) was 260 mg/dl. Cs reviewed the pump with the patient and found no malfunction with the pump. The patient denied any site/set issues, and denied any air bubbles or leaking in the system. The patient stated that she had increased life stress, which may have contributed to her elevated bg. The pump is not being returned at this time, and the patient resumed insulin pump therapy. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.